Event description:
Clinical study. It was reported that 404 days after a coronary artery drug-eluting stenting treatment procedure the patient had a target vessel reintervention (tvr) and 2 days later had another tvr. The index procedure treated 1 de novo target lesion status "post angioplasty restenosis." The target lesion was a 3.5mm vessel diameter, 10mm long, with no calcification, 90% stenosis, in the proximal left circumflex (lcx) artery. The lesion was predilated with an angioplasty balloon to 20% stenosis post pre-dilation. The physician implanted 1 taxus express2 3.5x8mm drug-eluting stent (des) at 20 atms. Post-implant stenosis was 0% with a timi flow 3. The patient was discharged one day post implant on aspirin and plavix. The patient was admitted two days prior to having an angioplasty of the proximal lcx due to focal in-stent restenosis of the taxus stent 404 days after the index procedure, four days later, the patient had repeat angioplasty of the proximal lcx due to in-stent focal restenosis. The physician indicated a probable relationship to the stent in both cases. The patient was discharged 3 days after the second procedure. The implanted taxus express2 stent was used beyond the expiration date.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.